Manufacturer narrative:
This device referenced in this report was returned to omsc for evaluation. During the evaluation, the reported malfunction was not reproduced. The image of the subject device was confirmed with no irregularity. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to degradation of the video connector, since the video connector had not been repaired for about 4 years.

Event description:
Olympus was informed that the image of the subject device disappeared during unspecified therapeutic procedure. After the phenomenon occurred, the user facility turned on the subject device again and the image was displayed correctly. But the image immediately disappeared again. The user facility completed the intended procedure by exchanging the device. There was no patient injury associated with this report.